Manufacturer narrative:
Multiple good faith efforts were performed to gather further details regarding the event; however, no response was provided. There were no parts returned for failure investigation. A supplemental report will be submitted if new information is received.

Manufacturer narrative:
A touchscreen assembly was received by the failure investigation department, and the part was evaluated. It was confirmed that there was an issue with the touchscreen. Resistance measurements were out of specification.

Event description:
It was reported that the unit's touchscreen was faulty and unusable. The issue was found while the unit was being set up. No patient or user harm reported. The investigation is ongoing.